Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the surgeon check that the pin was correctly seated in the anvil ( pin was pushed forward completely)? Did the surgeon squeeze the closing trigger until a click is heard (intermediate position)? Was the tissue repositioned? Did the surgeon squeeze the closing trigger and the handle fully together until a second click is heard? Did the surgeon fire the firing trigger completely, plastic to plastic? Was the conversion to a hartmans procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? Was the stoma temporarily or permanent? Response received per sales rep.: unfortunately, I do not have the answers for the below questions yet. However, I am arranging to speak to the surgeon directly to get a full understanding of this product complaint. I aim to meet with this surgeon asap and will reply to the questions requested in the below email as soon as I have spoken to the surgeon. Sorry for any inconvenience caused.

Manufacturer narrative:
(B)(4). Additional information: additional information received: the patient cannot undergo a reversal of hartman¿s and is now left with a permanent stoma.

Event description:
It was reported that during an anterior resection procedure, the device deployed the staples, however the staples did not form the correct "b" shape. The staples pierced the tissue but none of the staples formed correctly. This was on the first firing. The surgeon had to convert to hartmans due to this product malfunction.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.